Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. As the event was received as a literature abstract, we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. No device is available for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Per literature abstract, 80 consecutive patients who underwent pulsed field ablation from may 2024 to october 2024 for atrial fibrillation with a lesion set including anterior mitral line were prospectively evaluated. Arrhythmia recurrence was assessed during routine clinical follow-up, including 2-week holter monitors and 3 and 6 months. 4 patients had acute kidney injury post-procedure. During the follow-up, 14 reoccurrence events were observed, of which 8 were atrial fibrillation. No additional information was provided. Kim, b. S., selevany, I., kushnir, a., jankeson, l., yang, f., spinelli, m. A., holmes, d., aizer, a., chinitz, l. A., & barbhaiya, c. R. Anterior mitral line with pulsed field ablation: acute and intermediate-term outcomes [abstract].